Manufacturer narrative:
Date of event is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 5 of 5. Reference MFR. Report#: 1647487-2020-22119. Reference MFR. Report#: 1647487-2020-22120. Reference MFR. Report#: 1647487-2020-22121. Reference MFR. Report#: 1647487-2020-22122. It was reported two of the patient's leads had migrated. In turn, the patient began to experience overstimulation from her ipg site down to her feet. As a result, the patient's drg system was explanted to address the issue.